Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number and d4 expiration date. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 1 year and 9 months after the dental implant was installed in patient's mouth, its loss of osseointegration was observed.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crmsystem, so it was not considered. The information provided in thisreport was based on information given by the dentist in neodent¿sproducts warranty form that was recorded in the system and is used byboth the manufacturer and the subsidiary. The original complaint and theproduct were received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a new follow-up report will besend.

Event description:
(B)(4)- the dentist reported that 1 year and 9 months after the dental implant was installed in patien¿ts mouth, its loss of osseointegration was observed.